Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. Upon removal of the clip delivery system, tissue was observed on the grippers. It was noted that the anterior leaflet became stuck on the gripper. Once removed, it was observed that one of the grippers lines was detached and the gripper was not functioning as intended. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. The reported difficult to remove from anatomy (clip caught on anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult to remove of clip caught on anatomy appears to be due to user grasping technique. The reported gripper line break and subsequent gripper actuation issue appear to be due to the clip being caught on the anatomy. The reported tissue injury appears to be related to the clip being caught on the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.